Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-dec-07. It was reported that the patient was looking to have their settings adjusted and they had little relief. To resolve the issue, it was reported that the hcp supplied the patient with phone number to contact a manufacturer representative (rep) to have the device adjusted. Lastly, it was reported that the issues with the implant resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Updated to "adverse event <(>&<)> product problem." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having issues with their implantable neurostimulator (ins) at least a week prior to the report. In conclusion, the hcp wanted to contact a local manufacturer representative. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.